Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. Noise was able to be reproduced with isometrics. Other electrical measurements were normal. The device had previously been reprogrammed. The patient was asymptomatic and would continue to be monitored.